Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trunnion failure. Appeared on x-ray. Update 06/may/2019 (B)(6): as reported in the patient/ physician info tab, revision was performed on (B)(6) 2019.